Manufacturer narrative:
(B)(4). Incorrect product returned.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-150mg/dl fasting. Verified the strips expire 05/18/2016. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 130mg/dl and 119mg/dl fasting. Reviewed meter memory: 1: 210mg/dl, (B)(6) 2015, 09:40pm, fasting: yes; 2. 164mg/dl, (B)(6) 2015, 09:38pm, fasting: yes; 3: 155mg/dl, (B)(6) 2015, 09:36pm, fasting: yes; 4: 149mg/dl, (B)(6) 2015, 05:28pm, fasting: yes; 5: 229mg/dl, (B)(6) 2015, 04:53pm, fasting: yes. Customer concern results of 210mg/dl and 229mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-150mg/dl fasting. Verified the strips expire 05/18/2016. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 130mg/dl and 119mg/dl fasting. Reviewed meter memory: (B)(6). Customer concern:results of 210mg/dl and 229mg/dl adverse event not reported.